Event description:
This is a report of peritonitis in a subject coincident with peritoneal dialysis solution therapy for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. The subject was hospitalized for peritonitis with 1 day of right lower abdominal pain. The patient received remedial treatment with vancomycin 0.5mg IV once daily for the peritonitis. The patient began remedial treatment for the peritonitis with cefazolin 0.25mg 4 times a day in the pd fluid and ceftazidime 1g IV twice a day. Ceftazidime was discontinued and on seven days later cefazolin was discontinued. The patient was discharged from the hospital. The event required a prolongation of hospitalization. The patient recovered from this peritonitis event. Study title: a prospective, randomized, multicenter, open-label, interventional study comparing survival in subjects receiving peritoneal dialysis or hemodialysis (surind) protocol number: chn-renal-ctpiv-2010-106, subject number: 15012, subject initials: (B)(6), study sponsor: baxter.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. The cause could not be determined.